Manufacturer narrative:
Duplicate regulatory report numbers 2025587-2024-05319 and 2025587-2024-04592 were identified. Corrected g.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, a pre-implant balloon dilatation was performed. During the valve implant, moderate to severe paravalvular leak (pvl) was observed and a post implant balloon dilatation was performed. The inflation time was just to inflate and deflate the balloon and the inflation device was a syringe to an inflation pressure of 30 milliliters (ml).

Manufacturer narrative:
Update data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: pre-implant computed tomography (CT) imaging provided. Aortic valve appears to be bicuspid with fusion of the right coronary cusp (rcc) and non-coronary cusp (ncc). Aortic valve leaflets and raphe appear heavily calcified. Annulus perimeter is 78.9 millimeter (mm) with a perimeter derived diameter of 25.1 mm suggesting a 29 mm evolut. Effective orifice area at 5 mm measured a perimeter of 84.7 mm and perimeter derived diameter of 27.0 mm consistent with a 34 mm evolut. Possible left atrial appendage (laa) thrombus vs artifact noted. Aortic root angulation is 44°.¿bovine aortic arch anatomy. Intraprocedural fluoroscopic images were provided for review of the event. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth was approximately 5-6mm on the non-coronary cusp in the cusp overlap view and 7mm on the left coronary cusp in the left anterior oblique (lao) view. As stated in the instructions for use (IFU), the target depth of implantation is 3mm. Recapture is recommended if depth <(><<)>1mm or >5mm. In this case, a recapture was warranted. However, the valve was released, and a post implant dilatation was performed. The subsequent angiogram reveals a deep position of the valve and possible moderate aortic regurgitation/paravalvular leak. It was reported that the regurgitation was due to a rupture in the bioprosthetic leaflet. Subsequently, a second valve was loaded, confirmed a good load and implanted in the previously implanted valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant and after the balloon dilatation, the moderate-severe aortic insufficiency observed was clarified to be moderate to severe paravalvular leak (pvl).

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID envpro-16 (lot: 0011864792); product type: 0195-heart valves; implant date (B)(6) 2024; product ID l-envpro-16 (lot: 0011721734); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, paravalvular leak (pvl) was observed. A post-implant balloon aortic valvuloplasty (bav) was performed with a 25 millimeter (mm) balloon. After the bav, a rupture of the prosthesis leaflet was observed and confirmed by transesophageal echocardiogram (ecote). Moderate-severe aortic insufficiency was observed. Subsequently a second valve was implanted. No additional adverse patient effects were reported.